Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. The cse completed the instrument installation and installed a new external ups. The cause of the smoke being emitted from the instrument was due to a malfunction of the ups. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A siemens customer service engineer (cse) specialist was at the customer site installing a new dimension vista 500 instrument, including the external uninterruptable power source (ups). During installation, the customer heard a loud noise and saw smoke being emitted from the instrument. The customer shut off power to the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.